Event description:
Rn attempting to place extended dwell catheter in patient and guidewire malfunctioned and could not be removed from patient when removing the needle. Rn able to remove guidewire and inspected end to ensure nothing remained in patient. Device sequestered lot# 14f21l0213, arrow endurance extended dwell catheter.